Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle (rv) lead and pacemaker exhibited noise oversensing that led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024, and the pacemaker was explanted and replaced to resolve the issue. The patient was in stable condition.